Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after the surgery and while instrumentation was being cleaned, the ball bearing and spring were noted to be missing. The spring was located but the ball bearing could not be found. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was evaluated and the reported event was confirmed. Visual examination confirms that the returned tasp shim exhibits signs of repeated use and has one of components 1 and 2 missing. The missing components were not returned. DHR was reviewed and no discrepancies were found. Investigation results concluded the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.